Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was caller reported that every time they try to charge the implanted neurostimulator, they get a system error message for about a week. Patient services walked caller through resetting the controller and inspecting for damage. Caller confirmed no physical damage to controller port but the paddle has a "curve" from leaning on it. Caller then connected recharging antenna and confirmed controller 70% and implant 30 recharging excellent. The controller then displayed system problem rm03. Agent asked - pt stated the recharger does get hot (no pt harm reported). During the call, pt stated they just had surgery and it is hard to stand and there is a bandage where the implant is. The pt has been trying to charge the implant for about a week and has gotten to the point where they can hardly move their leg. The issue was not resolved. An email was sent to the repair department to replace the recharger.